Event description:
It was reported that the patient lost their charging paddle for their ipg in late 2023 and did not charge their ipg until the manufacturer representative replaced it in april. Due to patient did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention may take place at a future date.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.